Manufacturer narrative:
Qn# (B)(4). Per DHR the product visistat 35w 6/box lot # 73k1900651 was manufactured on 10/29/2019 a total of (B)(4) pieces. Lot was released on 11/12/2019. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the staples appeared to be properly aligned. The stapler was received with 27 staples remaining indicating that at least 8 staples were fired by the end user. In order to functionally inspect the sample, the trigger of the stapler was engaged using hand pressure. The first staple was able to properly form and release. During the second and third attempts, the staples did not release and were manually removed from the device. The device was disassembled for further inspection. Upon disassembly, no defects or anomalies were observed with the components. The sample anvil was replaced with a lab inventory anvil and the device was reassembled. The next 5 staples properly formed and fired. The staples were fired into a skin pad to simulate insertion into the skin. All 19 remaining staples successfully fired into the skin pad. The sample anvil was again observed under magnification and no defects or anomalies were found with the component. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as the root cause of this complaint could not be determined. Although the staples were able to properly form and fire with the lab inventory anvil, no defects were observed with the sample anvil or any of the stapler components. All staplers are 100% inspected at manufacturing for firing at the time of assembly so it is unlikely that this issue was present at the time of manufacturing assembly. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Upon functional inspection, the stapler could not consistently release staples when fired from the device. Although the staples were able to properly form and fire with the lab inventory anvil, no defects were observed with the sample anvil or any of the stapler components. All staplers are 100% inspected at manufacturing for firing at the time of assembly. A device history record review was performed with no evidence to suggest a manufacturing related cause. Therefore, the root cause for this complaint cannot be determined. Teleflex will continue to monitor and trend on this issue.

Event description:
The staples jammed and did not come out from the stapler or did not come out smoothly during surgery. Therefore, a new unit was used instead, however, the same issue occurred to all the 6 units of the same lot.

Manufacturer narrative:
Qn#(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
The staples jammed and did not come out from the stapler or did not come out smoothly during surgery. Therefore, a new unit was used instead, however, the same issue occurred to all the 6 units of the same lot.